Event description:
It was reported that an ilet pump displayed alert 38 indicating a motor stall, the device persisted in prompting restarts despite multiple power cycles, and the user experienced difficulty pairing a dexcom g7 sensor after a reported sensor failure message; a replacement pump was arranged, and the user was advised to revert to backup therapy and shut down the ilet. Symptoms included no reported adverse clinical effects and blood glucose reportedly unaffected. Outcomes included temporary interruption of automated insulin delivery with transition to backup therapy and device replacement logistics. Investigation included technical support troubleshooting, review of device alert history, and coordination for device return. Investigation of this device revealed a suspected malfunction consistent with a motor stall and unsuccessful cgm pairing, with no evidence of patient injury.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.